Manufacturer narrative:
The AED was returned, evaluated, and underwent bench testing. The reported issue could not be replicated, and the device performed as intended during all testing procedures.

Event description:
A customer reported that their AED's asi is blank.